Event description:
Following an angiogram and percutaneous transluminal coronary angioplasty procedure, an angio-seal device was placed in a pt's right groin. Hemostasis was not achieved with the device, and manual pressure was held. Immediately following the deployment, the physician suspected that collagen may have inadvertently been placed within the artery. Also; the pt's dorsalis pedis pulses (which had been present for the procedure) were noted to be diminished. The pt was taken to the operating room where collagen was confirmed to have been deployed within the artery. The pt reported tolerated the procedure well. As of 8/25/1989 there has been no further report to the MFR of complication or pt sequelae.